Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a cassette line and heater bag. This occurred during dwell one of peritoneal dialysis therapy. The cassette line became disconnected from the heater bag. The technical service representative assisted the caregiver with ending therapy. The caregiver planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.